Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced removal, infection, recurrence. After the original procedure, additional potentially related procedures were performed including removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced removal, infection, recurrence. After the original procedure, additional potentially related procedures were performed a, including removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, abdominal wound, adhesions, scar tissue. Post-operative patient treatment included revision surgery, excision of infected mesh, repair of hernia with collamend biograft mesh and gore bio a tissue mesh, exploratory laparotomy, lateral relaxing incisions, extensive lysis of adhesions, incision and drainage of postoperative abdominal wound infection, component separation, and cleared fascial edges.

Manufacturer narrative:
Additional info: a4, b5, b7, e1 (street 1, city, region, postal code), g1, h4, (&) h6 (patient codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, abdominal wound, adhesions, mrsa, purulence, fibrotic inflammation, bowel obstruction, fever, drainage, abscess, suture granuloma, scar tissue. Post-operative patient treatment included revision surgery, excision of infected mesh, repair of hernia with collamend biograft mesh and gore bio a tissue mesh, exploratory laparotomy, lateral relaxing incisions, drainage of abscess, extensive lysis of adhesions, incision and drainage of postoperative abdominal wound infection, component separation, cleared fascial edges, (&) PICC line insertion for use of tpn/lipids.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, infection, abdominal wound, adhesions, mrsa, purulence, fibrotic inflammation, bowel obstruction, fever, drainage, abscess, suture granuloma, scar tissue. Post-operative patient treatment included revision surgery, excision of infected mesh, repair of hernia with collamend biograft mesh and gore bio a tissue mesh, exploratory laparotomy, lateral relaxing incisions, drainage of abscess, extensive lysis of adhesions, incision and drainage of postoperative abdominal wound infection, component separation, cleared fascial edges, medication, & PICC line insertion for use of tpn/lipids. Relevant tests/laboratory data (B)(6) 2010: mrsa infection noted

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, abdominal wound, adhesions, (B)(6), purulence, fibrotic inflammation, bowel obstruction, fever, drainage, abscess, suture granuloma, scar tissue. Post-operative patient treatment included revision surgery, excision of infected mesh, repair of hernia with collamend biograft mesh and gore bio a tissue mesh, exploratory laparotomy, lateral relaxing incisions, drainage of abscess, extensive lysis of adhesions, incision and drainage of postoperative abdominal wound infection, component separation, and cleared fascial edges.